Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old female was implanted with an impella cp device for mechanical circulatory support. Soon after implant, return of spontaneous circulation (rosc) was attained. Device flows were lower than expected with suction alarms. A kink was seen in the impella cannula before the outlet. The health care professional (hcp) was advised to replace the device in lieu of a peel away introducer on the left side. The arterial sheath on the left was upsized to an abiomed fourteen (14) french introducer.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.